Manufacturer narrative:
Section b3: date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: 3186, UDI: (B)(4), batch: ab2346.

Event description:
It was reported patient underwent surgical intervention to have the entire system removed due to ineffective stimulation. Investigation was unable to determine which lead was at fault.